Event description:
It was reported the patient ((B)(6)) continues to experience issues with the scs system following replacement of the ipg (reference MFR report number: 1627487-2013-00333). The impedance issues remained and communication with the new ipg was intermittent which made reprogramming difficult. Surgical intervention will be undertaken at a later date to address these issues.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.